Event description:
Customer contacted beckman coulter inc. (Bci) in regards to several erroneous high magnesium (mg) patient results, which were generated by unicel dxc 600 pro chemistry analyzer. The results were reported out of the laboratory. The original and repeat samples were retested on a different instrument and the results were in the normal reference range. Amended reports were issued. Patient treatment was not affected by this event.

Manufacturer narrative:
The samples were serum. Qc results were within range pre and post event. The calibration and control results were acceptable. The field service engineer (fse) visited and replaced cartridge-chemistry sample syringe t-valve. This appears to have resolved the issue. No further calls have been reported for this issue. A clear root cause has not been identified for this event.